Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer treated low blood glucose with drinking 6oz glass of juice. The customer stated having difficulties linking the insulin pump to the blood glucose meter. The customer was assisted with reconnecting the two devices. The customer current blood glucose 66 mg/dl, the customer declined to trouble shoot for low blood glucose. The product was not returned for analysis.